Event description:
It was reported that the patient experienced increased shaking and an electrical sensation while charging the deep brain stimulation (dbs) implantable pulse generator (ipg). The patient stated that the issue did not occur during every charging session; however, when it did occur, the patient described the sensation as if dbs therapy was turned off.. The issue was believed to be related to a known software issue. As part of the intervention, the patient was scheduled for connection to the implanted system and a firmware update was performed. Following the firmware update, the patient did not report any recurrence of the charging-related symptoms. The patient was reported to be doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d.2b; additional applicable product codes: nhl, pjs.